Event description:
Procedure: liver resection. According to the reporter: the first application of endo gia and reload was successful. The second application was fired but the surgeon was unable to open the jaws by pulling the black knobs back as they were stuck half way across the cartridge. The hepatic vein was resected and had to be sutured.